Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the lamp lighting function did not function properly due to the lamp usage time being exceeded. The event can be prevented by following the instructions for use which state: "average lamp life approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly.)" Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation, and the customer¿s allegation was confirmed. The customer was given the device's instructional manual for how to replace the xenon lamp the customer had already acquired. The lamp was replaced successfully. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a lamp bulb showing over 500 hours of use with the emergency lamp indicator blinking. There were no reports of patient harm.